Event description:
A peritoneal dialysis (pd) nurse reported during a follow up call that a patient was confirmed with moderate (B)(6) peritonitis that she believed to be touch contamination.

Manufacturer narrative:
The patient was started on vancomycin, 1 gram every other day, then was switched to gentamicin, 40mg once daily due to shortage of vacomycin. A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation.